Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Part 391.882, synthes lot p076242: release to warehouse date: (B)(6) 2010. Supplier: (B)(6). No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. A product investigation was completed: the complaint condition is confirmed. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Per the technique guide, the 391.882 cable crimper is an instrument routinely used in the orthopaedic cable system. Upon inspection of the device it can be seen that the rivet the holds the jaws together is broken from the device preventing the device from functioning as intended. The balance of the device is in fair condition. The complaint is confirmed. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A root cause could not be determined as the circumstances at the time of event are unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in xxx as follows: it was reported the cable crimper fell apart. The rivet that holds the handle together fell off of the crimper and is unusable. This was discovered by the sterile processing department (spd) staff at the hospital; no patient involvement. When the device was evaluated by the manufacturer, it was noted that the device was broken. (B)(4).